Manufacturer narrative:
Additional information: upon follow up it was reported the same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with meropenem injection (500 mg, intravenous, frequency and duration were not reported), vancomycin injection (1g, every 5 days, route and duration were not reported) and gentamycin injection (40 mg, route, frequency and duration were not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.